Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet displayed an insulin occlusion alert after a recent supply change, with approximately 59 units remaining in the cartridge, and troubleshooting included disconnecting the infusion set, performing a fill tubing check, and proceeding to a full supply change with resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the alert following the supply change and continuation of therapy without emergency care or hospitalization. Investigation included guided troubleshooting and user education on occlusion resolution steps. Investigation of this case revealed that the occlusion alert was resolved after replacement of infusion supplies, which is consistent with an infusion set or tubing obstruction. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set or tubing-related occlusion resolved by supply replacement.